Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the pt only achieved bcva of 20/70 (preoperative bcva not available for comparison). The surgeon explanted the crystalens and replaced it with a different lens model. During the lens exchange surgery, there was vitreous loss secondary to prior yag capsulotomy and a vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device evaluation is in process and will be summarized in a supplemental MDR.